Event description:
"S/p b subgl periareolar dc gel implants, ? Size, placed for augmentation. Other than firmness, pt did ok until 1983-1984 when they were removed and replaced secondary to rupture. Pt has no records, spotty memory - unsure if capsulx done or what type replaced. C/o 2 yrs decreased size with rare pain. C/o progressive systemic probs including arthralgias predating 2nd set, myalgias, swelling, chronic fatigue, sleep disturb, headaches, visual disturb, memory loss, dry eyes, hair loss, rashes, sens sun/cold/chemicals, irregular EKG, wgt fluctuations, easy bruising, bladder disturb. And lbp. Hasn't related these sx's to implants until recently. Pt is otherwise healthy."